Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a fever lasting three days and went to the hospital. It was discovered that there was fluid accumulation within the device pocket. It was determined that the patient had an infection due to the implanted products. No additional adverse patient effects were reported.

Manufacturer narrative:
A system revision was performed and this device was successfully explanted. The ICD will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.